Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the wire, which held the screw, dissolves completely.

Manufacturer narrative:
Evaluation revealed the set screwdriver, flexible shaft gamma3® 4 mm to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The tip and the flexible spring of the set screwdriver received was significantly bent and deformed. The flexible spring was furthermore partly uncoiled. Scratches observed on the upper metal part of the shaft indicated contact between the target device and the set screwdriver during surgical procedures when the set screwdriver was being turned under misalignment to the position of the target device. The appearance and the extent of the damage indicated that too high torsional load in counter-clockwise direction was applied onto the set screwdriver. In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to a sub-optimal intra-operative procedure at the user site. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the wire, which hold the screw, dissolves completely.